Event description:
Description of the event: a software deficiency in the national biomedical computer system (introduced in nbcs release 1.3, and contained in releases 1.3.1, 1.3.2, and 1.4) was identified during testing of another application. The problem was associated with the capability to remove deferral reasons and the potential for automatic de-assertion of deferral categories on merged donor records. The problem is contained in the software function that supports removal of erroneous health history reasons. Assertions applied manually or as a result of a health history deferral reason populate (are placed in) the ashistory table. If a health history deferral reason is removed, the system checks the ashistory table to determine if the assertion associated with the deferral reason should be de-asserted. If there is a history of the assertion on the donor's record prior to the application of the health history deferral reason being removed, the assertion is not automatically de-asserted. The capability to remove deferral reasons was provided with release 1.3. When a donor record with a health history (hh) deferral assertion associated with a deferral reason in the ashistory table is merged into a second donor record on the same donor which does not have the same deferral reason in the ashistory table, the assertion is applied to the merged donor record. However, the deferral reason is not associated with the assertion in the ashistory table of the merged donor record. Therefore, if a deferral reason associated with the same assertion is subsequently added to the donor's record and then removed, the assertion could be inappropriately removed from a donor with merged records.